Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h2: additional information: block b5 (describe event or problem), block e1 (initial reporter address). Block h6: device code a0501 captures the reportable event of basket detachment.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Post procedure, after the basket was withdrawn from the body, the claw fell off outside and entire net basket was completely detached from the patient's body. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Post procedure, after the basket was withdrawn from the body, the claw fell off outside and found intact but then it was also fractured. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0501 captures the reportable event of basket detachment.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h2: correction content previously provided for block g1 (MFR site zip/post code). Block h6: device code a0501 captures the reportable event of basket detachment. Block h11: investigation results the returned zero tip basket was analyzed, and it was noted that the handle returned in good conditions. It was also noted that the device returned with the basket on its closed position. Media analysis was performed and only showed the zero tip basket device. Microscopic examination was performed under magnification, and it was noticed that the sheath returned stretched and kinked at the distal section. Additionally, one basket wire returned broken from the tip but not fully detached. Necking evidence was found on the broken wire. Functional examination was performed with the handle actuated, and the basket was able to open and close properly indicating that there was no detachment on the basket. With all the available information, boston scientific concludes that the reported event could not be confirmed since it was not possible to identify any evidence of the alleged issue on the device since when the device was actuated the basket was able to open and close indicating there was no detachment on that section. However, the reported findings of basket wire break from the tip, following a comprehensive investigation suggests that variations in knot diameter and potential inconsistencies in the knotting process may contribute to the failure, but these factors alone do not conclusively explain the issue. During manufacturing process, extensive inspections are performed to ensure that all finished devices meet specifications. These devices are inspected in order to confirm the basket legs are not crossed and no wires are broken which could have detected the encountered issue. The observed findings of sheath stretched and kinked at the distal section could be related to handling and manipulation of the device during procedure. It is probable that an excess of force applied to the device such as operational factors during their use could lead to stretch and kink the sheath. Taking all available information into consideration an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Post procedure, after the basket was withdrawn from the body, the claw fell off outside and entire net basket was completely detached from the patient's body. The procedure was completed with another of the same device with no patient complications.